Event description:
Factory service identified an ECG comm error message when the device was received for an unrelated repair.

Manufacturer narrative:
The device failure has been confirmed but additional time is required to complete the investigation. Upon the completion of the investigation, a supplemental will be submitted.